Event description:
It was reported that the patient called regarding an alleged damage in the lead. The patient states she experienced pain and suffering. The sense/pace portion was capped and replaced (B)(6) 2011. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.